Event description:
A customer reported the occurrence of a false negative result for hepatitis b surface antigen (hbsag). Analysis on other manufacturers intrumentation gave reactive results. A false negative hbsag result could present a risk to public health. There was no report of pt harm as a result of this event.